Manufacturer narrative:
(B)(6).

Event description:
It was reported the dyonics power sagittal saw was overheating. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. An evaluation performed by the supplier confirmed the complaint as the device failed due to overheating. The supplier identified the motor needed updating, the transmission was damaged, the gears needed replacement, the yoke was worn, and the threads on the lock dish were worn. Usage and time out in the field likely resulted in the failure.